Manufacturer narrative:
The catalytic converter and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. Ref asp complaint #: (B)(4).

Event description:
While onsite servicing the sterrad® nx sterilizer for another issue, an asp field service engineer (fse) discovered an odor emitting from the unit. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), service history review and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Service history was reviewed from 12/17/2016 to 06/15/2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter, oil mist filter were not returned for further evaluation since the parts were saturated in oil. The assignable cause of the odor/smells is the catalytic converter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.